Event description:
A user facility reported that a patient sustained a burn at the treatment site following use of the harmony xl pro system. Alma lasers inc. Conducted an investigation and determined that the burn likely occurred due to multiple stacks or multiple passes being performed at the treatment site and found iit was likely to result in a permanent scar. Alma lasers inc. Has made due to diligence efforts to obtain the device for further evaluation; however, as of the date of this report, the device has not been returned by the user facility.